Event description:
A customer reported that during a vitrectomy procedure the equipment did not perform aspiration. The procedure was completed with the same equipment after a delay of more than 15 minutes. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and was not able to replicate the reported event. Preventative maintenance was performed. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).